Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain® ratchet extension long 3.4mm(d) (item # imre200) was returned for investigation. Visual inspection of the as returned product identified regular signs of wear and rust. The hex tip can be seen fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number (1088591). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1088591) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver tip fractured. Procedure was able to be completed.